Manufacturer narrative:
Implant took place in (B)(6) 2024 and the firm was notified of infection approximately 4 months after the implant. Based on timeline, it is unlikely that the infection was caused by the device itself. The type of infection was not made known to the firm. Infection of surgical sites is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat abdominal pain. The system was implanted to replace a trial system from a different manufacturer. In april 2024 the firm was notified of a scheduled procedure to remove the nalu system due to infection at the surgical incision site. A full system explant was performed on (B)(6) 2024.